Event description:
Report received from the USA stating that the device was "leaking air" during testing. The device was not used in surgery. There were no injuries or medical interventions reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.